Event description:
Customer's pump screen failed to turn on despite attempts to troubleshoot by ensuring it was not plugged into a power source and using recommended methods to press the button. Customer was unsure of blood glucose levels exceeding 500 mg/dl but believed they did not. Reportedly, customer reverted to manual injections for insulin therapy.